Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, it is possible that inadvertent interaction with the anatomy/other devices and/or inadvertent mishandling resulted in the reported material separation; however, this cannot be confirmed. The investigation determined a conclusive cause for the reported difficulties cannot be determined. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. E1 correction: first, last name updated form ana cachefo-pereira to alia bizos e1 correction: tile updated from ms. To dr e3 correction: occupation updated from pharmacist to physician.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the hi-torque spartacore 14 guide wire broke inside the patient's artery and was difficult to remove. It is unknown how the broken part was removed. There was no adverse patient sequela and no clinically significant delay in procedure. No additional information was provided.